Event description:
When the physician turned on the power of the endoscope system while he was preparing for the examination, something like a spark came out from the oev262h and the image disappeared. Oev262h also has a burning smell. As a result of the visit and confirmation by the person in charge of fs, it was isolated that there was a problem with oev262h. There have been no health hazards due to this defect.

Manufacturer narrative:
The device was not returned for evaluation. An onsite evaluation was performed by field services engineer (fse). The visual inspection did not note any abnormalities and the reported issue was not replicated. The power supply was not activated. The fse did not confirm the burnt smell as the device did not start up. No additional information was provided. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that ic on g1 board is overcurrent-destroyed and the images are no longer available (no longer activated). Olympus will continue to monitor field performance for this device.